Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that following implant of this electrode, defibrillation threshold (dft) testing was unsuccessful in converting the patient. The implant procedure was completed. During a post implant follow up 3 days later, review of x-ray noted suboptimal placement of the electrode. The electrode position was noted to be high and too far to the left of the sternum. A revision procedure was scheduled, however, the patient developed a fever and swelling at the subcutaneous implantable cardioverter defibrillator (s-ICD) implant site due to a suspected infection, so this product was part of a system explant. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant of this electrode, defibrillation threshold (dft) testing was unsuccessful in converting the patient. The implant procedure was completed. During a post implant follow up 3 days later, review of x-ray noted suboptimal placement of the electrode. The electrode position was noted to be high and too far to the left of the sternum. A revision procedure was scheduled, however, the patient developed a fever and swelling at the subcutaneous implantable cardioverter defibrillator (s-ICD) implant site due to a suspected infection, so this product was part of a system explant. No additional adverse patient effects were reported.